Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer received a button error alarm on their insulin pump. The patient's blood glucose level was 450 mg/dl at the time of the call. The customer also had a low of 59 mg/dl but was treated with food. The customer's mother stated that there were no significant events that could have led to the issue. The mother was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer's mother stated that they will consult with their health care provider and worse case scenario they will call back to make arrangements for a replacement pump. No further information was provided.